Event description:
It was reported that during a curettage osteitis mandible and osteosynthesis when the device was in contact with the patient the metal (inner) rod of the depth gauge no longer holds the bone. Unable to measure screw. There were no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: e1 initial reporter address line 1: (B)(6). H3, h6: part: 03.503.036, lot no:2650057, release to warehouse date:16 nov, 2010, manufacturing site: werk selzach, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the needle of the depth gauge f/matmand f/6 - 40 was heavily bent. The bad functionality of the device could be caused by the bent condition of the needle. Therefore, the complaint allegation can be confirmed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the depth gauge f/matmand f/6 - 40 would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.